Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient experienced a urinary tract infection while using the catheter. The patient reported that the catheters were re-sterilized.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that as a result of using the device, the patient experienced a urinary tract infection. The patient also noted that the catheters were re-sterilized.

Manufacturer narrative:
The device was not returned for evaluation. The reported event was confirmed as user related based on the event reported. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "indications for use: visually inspect the product for any imperfections or surface deterioration prior to use. For urological use only to use: insert rounded end of catheter. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations. This is a single use device. Do not re-sterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of device, which may lead to device failure, and/or lead to injury, illness or death of the patient". (B)(4). The device was not returned.

Event description:
It was reported that the patient experienced a urinary tract infection while using the catheter. The patient reported that the catheters were re-sterilized.